Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1041. It was reported, the pt did not receive effective stimulation in his back or legs during a trial implant procedure. The pt experienced unintended stimulation in his groin, abdomen and ribs. The physician aborted the trial procedure.